Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator, the patient was removed from the ventilator and placed on a second ventilator. According to the report from the customer, the ventilator alarmed and recovered on its own. The device was replaced as a precaution. The patient was not harmed or injured as a result of the event. The evaluation of the device is ongoing and has not been completed.